Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for testosterone (testosterone ii). The erroneous results were reported outside of the laboratory. Patient 1 initial testosterone ii result was 0.159 nmol/l. This result was reported outside of the laboratory. The repeat result on (B)(6) 2015 was 13.18 nmol/l. The repeat result was reported outside of the laboratory as an amended result. Patient 2 (male with date of birth of (B)(6)) initial testosterone ii result was 0.173 nmol/l. This result was reported outside of the laboratory. The repeat result on (B)(6) 2015 was 15.57 nmol/l. The repeat result was reported outside of the laboratory as an amended result. No adverse event was reported for either patient. The testosterone ii reagent lot number was 183512. The expiration date was not provided. Calibration and quality controls were acceptable. A specific root cause could not be identified. A general reagent issue is not likely. It was noted that the secondary tubes used were lp4 75x13 mm with an approximate volume of 400 ul. This is not a recommended secondary tube. The minimum volume in 13 mm primary tubes is 500 ul. The mandatory adapters for the 13 mm tubes were not used. The alarm trace from the instrument showed alarms that indicate a possible issue with sample quality or the use of improper tubes. The samples were run in the primary sample rack with ageing tube retention springs. Sample racks in this condition should not be used. The instrument alarm indicates issues with the sample tubes (low sample volume or a tilted tube). The most likely root cause for the erroneous low results is related to pre-analytical sample conditions such as improper tubes, low sample volume and not using rack adapters.